Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received inappropriate shocks for noise on the right ventricular (rv) lead. The lead had high/undefined pacing impedance and was suspected to be fractured. Noise was observed when the patient moved their upper extremities. Reprogramming was performed to turn off high voltage therapies and detections. No further patient complications have been reported as a result of this event.